Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during a laparoscopy thoracoscopic segmental resection, while the device was being used in the dissection of lung parenchyma, the device was able to fire, but the jaws of the device locked on tissue and was removed by opening the jaw. A reload was reported to have not fired and also locked on tissue and was removed by opening the jaw. Another reload was also reported to have fired, but the distal staples of the stapler is not well formed, bending on the anvil side. The device replaced to resolve the issue in order to complete the course. There was no patient injury.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Additional information: evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the loading unit was partially fired with the interlock engaged. The jaws were open. Staple pushers were visible at the (4) cm cut line. Functionally, the loading unit was loaded into a post market vigilance instrument, the interlock was over ridden, and the loading unit was applied to test media. All remaining staples were placed, and test media was cleanly transected. The jaws were clamped and unclamped repeatedly without difficulty. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Replication of the partial fire condition with interlock engagement may occur when the firing handle has not been completely cycled. If the instrument return knobs are retracted at any point once the firing cycle has begun, the loading unit will engage into safety interlock and prevent further attempts to fire by ceasing the placement of staples and tissue transection, and prevent patient harm. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. If information is provided in the future, a supplemental report will be issued.